Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/10/2013).the patient¿s meter and test strips have been returned on 11/22/2013 and 12/6/2013, respectively, and evaluated by lifescan product analysis on 12/4/2013 and 12/9/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (12/12/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 12/6/2013 and 12/9/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 1am he obtained readings of ¿362mg/dl¿ compared to ¿317mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient did not report what medications he uses to manage his diabetes. The patient reported on (B)(6) 2013 at an unknown time he had more to eat or drink than usual. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. The patient¿s test strip vial was in good condition as well. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia.